Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("irregular bleeding/ two periods a month/ heavy unmanageable menses (menometrorrhagia)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and vaginal infection ("frequent vaginal infections"). The patient was treated with surgery (hysteroscopy, dilation and curetage and novasure ablation on (B)(6) 2014). Essure treatment was not changed. On (B)(6) 2014, the dysmenorrhoea was resolving. At the time of the report, the menometrorrhagia had resolved and the pelvic pain, arthralgia, alopecia, weight increased, fatigue, abdominal pain and vaginal infection had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, fatigue, menometrorrhagia, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: after the ablation, plaintiff symptoms due to menometrorrhagia improved, and her cycles completely stopped. Plaintiff still has the essure device surgically implanted, but is seeking its removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful occlusion of both fallopian tubes. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse event including irregular bleeding/ two periods a month/ heavy unmanageable menses (menometrorrhagia). She underwent hysteroscopy, dilation and curettage and novasure ablation on (B)(6) 2014. Menstrual disorders are common in women of reproductive age and may have multiple causes. In this case no alternative explanation was given for the event. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("irregular bleeding/ two periods a month/ heavy unmanageable menses (menometrorrhagia)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and vaginal infection ("frequent vaginal infections"). The patient was treated with surgery (hysteroscopy, dilation and curetage and novasure ablation on (B)(6) 2014). Essure treatment was not changed. On (B)(6) 2014, the dysmenorrhoea was resolving. At the time of the report, the menometrorrhagia had resolved and the pelvic pain, arthralgia, alopecia, weight increased, fatigue, abdominal pain and vaginal infection had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, fatigue, menometrorrhagia, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: after the ablation, plaintiff symptoms due to menometrorrhagia improved, and her cycles completely stopped. Plaintiff still has the essure device surgically implanted, but is seeking its removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful occlusion of both fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse event including irregular bleeding/ two periods a month/ heavy unmanageable menses (menometrorrhagia). She underwent hysteroscopy, dilation and curettage and novasure ablation on (B)(6) 2014. Menstrual disorders are common in women of reproductive age and may have multiple causes. In this case no alternative explanation was given for the event. This case was classified as incident since surgical intervention was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Follow-up information will be obtained through the litigation process.